Event description:
It was reported that this pacemaker had difficulties to interrogate. The health care professional (hcp) consulted for recommendations to interrogate this device, technical services (ts) reviewed the device data, confirmed the device is supported by the programmer and recommended to hover the wand in a circular motion. The hcp was referred to the local field representative. No adverse patient effects were reported. This pacemaker remains in service.